Manufacturer narrative:
The guide and case report were relabeled and provided to the surgeon. No adverse events were reported after surgery.

Event description:
The case report and fibula cutting guide provided with a vsp reconstruction case contained incorrect labeling. The fibula cutting guide was designed for the left fibula, connecting to the vessels in the right neck; the description in the case report incorrectly stated, "left fibula, connecting to the vessels in the left neck" and the guide incorrectly stated, "lt fib to lt neck." This labeling discrepancy was identified by the surgeon prior to surgery. 3d systems was notified of the error and was able to provide an updated case report and fibula cutting guide with the corrected labeling.